Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc) and penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while advancing the 3maxc and the ace68 to the thrombus, it was noticed that the 3maxc was broken and was held together by the braid. The physician had difficulty removing the 3maxc. There was no adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 02-jan-2020: 1. Section b. Box 5. Adverse event and/or product problem. 2. Section b. Box 5. Outcomes attributed to adverse event (select all that apply). 3. Section b. Box 5. Describe event or problem. 4. Section h. Box 1. Type of reportable event. 5. Section h. Box 6. Device code 2. Results: the 3maxc was fractured approximately 58.5 cm from the hub. Yield marks were present on both sides of the fracture site. Conclusions: evaluation of the returned 3maxc confirmed a fracture and revealed yield marks on both sides of the fracture site. The yield marks indicate that the 3maxc likely kinked prior to fracturing. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint was returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) and the right internal carotid artery (ica) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system ace 68 reperfusion catheter (ace68), neuron max 6f 088 long sheath (neuron max), guidewire and a non-penumbra catheter. During the procedure, the physician positioned the neuron max within the right common carotid artery, then crossed the occlusion using the guidewire and catheter. It was mentioned that there was some resistance while advancing the catheters. While advancing the ace68 over the 3maxc to the thrombus, the physician experienced resistance. Therefore, the 3maxc was removed. Upon removal, it was noticed that the 3maxc was broken at the mid shaft and was held together by the braid. The physician then completed two passes using the ace68 and there was complete recanalization of the right mca and terminal internal carotid artery (tici 3). At this point the ace68 was pulled back into the right common carotid artery. Although there was no critical stenosis at the origin of the right ica, the physician was concerned that there was an ulcerative plaque or dissection involving the anterior wall. In addition, there did seem to be some flow limitation through the stenosis. Therefore a wall stent was placed and the devices were removed from the patient. According to the physician, the ulcerative plaque or dissection was not related to any of the penumbra devices used in the procedure. The procedure ended at this point. There was no adverse effect to the patient.